Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the temperature assessment at the base and elbow of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to a worn out gearbox, which is indicative of normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had failed the temperature assessment. There were no delays to a scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.